Event description:
Might swallow, the denture adhesive slipped into the throat accidentally [accidental device ingestion]. If foreign body gets into trachea [foreign body in throat]. Get stuck in trachea, it was the adhesive that got stuck in her trachea and couldn't spit it out, would cause tracheal obstruction [tracheal obstruction by foreign body]. There was still a small lump of adhesive left on her palate, then it stayed for one night, it was adhesives left in the mouth last night [product residue present]. Almost out of breath and couldn't breathe [shortness of breath]. Whole face turned purple and face was almost black [facial flushing]. Kept dry cough [dry cough]. She would vomit [vomiting]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive, flavor free) cream (batch number d67x, expiry date july 2025) for denture wearer. Concurrent medical conditions included apoplexy, hemiplegia and swallowing difficult. Concomitant products included no therapy. On (B)(6) 2023, the patient started polident denture adhesive, flavor free. On (B)(6) 2023, an unknown time after starting polident denture adhesive, flavor free, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant), foreign body in throat (serious criteria gsk medically significant), tracheal obstruction by foreign body (serious criteria gsk medically significant), product residue present, shortness of breath, facial flushing, dry cough and vomiting. The action taken with polident denture adhesive, flavor free was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown and the outcome of the foreign body in throat, tracheal obstruction by foreign body, product residue present, shortness of breath, facial flushing, dry cough and vomiting were recovering/resolving. It was unknown if the reporter considered the accidental device ingestion, foreign body in throat, tracheal obstruction by foreign body, product residue present, shortness of breath, facial flushing, dry cough and vomiting to be related to polident denture adhesive, flavor free. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. The consumer reported, "mother used polident denture adhesive, will it matter if swallow the adhesive residue in mouth. It's very sticky, and it doesn't seem easy to dissolve with saliva, let me give you an example, last night, helped mother pull out the dentures, also brushed teeth, in the morning, found that there was still a small lump of adhesive left on her palate, then it stayed for one night and didn't fall off, then put fingers in gloves inside and broke it off. After I pull out the dentures, if there are still residues, I also use cotton swabs to remove them, and try to avoid residues in the mouth, right. I have followed your instructions to squeeze out the size of mung beans, seems that will expand when it encounters water, feels that will be sticky when pulled out, seems like that there are strips of residual glue, which felt like strips of wire drawing when it was pulled out, after wire drawing, then I used mouthwash to help mother brush teeth, and found that she would vomit, might swallow and get stuck in trachea, because mother is a patient of apoplexy and hemiplegia, would have difficulty in swallowing, if foreign body gets into trachea, she will experience tracheal obstruction, then whether it is not suitable for some patients to use denture adhesives, or should pay special attention to her use safety. Then I will try again to see, I think put three dots seems too much, because mother almost experienced tracheal obstruction last night, almost out of breath, face was almost black, and kept dry cough, as if out of breath, I almost used CPR first aid, maybe it was the adhesive that got stuck in her trachea, and couldn't spit it out, and almost died. Mother's condition has improved now, last night I tried to find a way, kept patting her from behind, I thought it was phlegm stuck, but the thing spit out was very sticky kind, like white, then knew that it was adhesives left in the mouth last night. Last night at about 9 o'clock, helped her pull out dentures, helped her wash face and brush teeth, and at 11 o'clock, fed her to eat drug before sleeping, felt like couldn't breathe just after eating, seemed to be phlegm in mouth and couldn't cough it out, whole face turned purple, and couldn't breathe, then I tried to pat the back, tried for a long time, then found that there was still residual adhesive in mouth, not phlegm. Or it doesn't matter if your adhesives are used by normal elderly people, but when encountering patients with apoplexy and hemiplegia like mother, when having difficulty in swallowing, whether the denture adhesive slipped into the throat accidentally and would cause tracheal obstruction, for this point please ask the medical team for me, whether there may be such situation or how should I deal with it. That's it, I'm going to take care of my mother, I'm waiting for your call". Follow up information was received from consumer via telephone contact report on (B)(6) 2023. As per follow up information, patient age was updated to the case and event outcome was changed from recovering/resolving to recovered/resolved. It was reported that, "mother's symptoms has disappeared, didn't seek medical treatment, mother is 81 years old". Error correction for information initially received on 23feb2023. The causality of events foreign body in throat, tracheal obstruction by foreign body and product residue present were changed from unknown to yes.

Manufacturer narrative:
Argus case ID: (B)(4).